Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm, external ram crc error alarm and watchdog timeout alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 288 mg/dl. Customer was not able to rewind the insulin pump. Customer performed self test and it failed. Customer declined troubleshooting for multiple pump error. Device will return device for analysis.